Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 a patient (pt) called to report a diagnosis of corneal ulcer os in (B)(6) 2017 or (B)(6) 2018 while wearing the acuvue oasys brand contact lenses. Pt reported the suspect lens caused irritation, tearing, light sensitivity, red eye, and eye pain. Pt went to an eye care provider (ecp) and was diagnosed with os corneal ulcer. The suspect lens was worn for 2 weeks and the pt began having symptoms. Pt tried a new lens, but the symptoms continued. Pt reported it took 2.5 months to recover, but is now being treated for the scarring. Pt does not sleep in the lenses. Pt has been released to return to contact lens wear, but is currently wearing glasses. Pt will return to a contact lens competitor brand. On (B)(6) 2018 the pt went to the treating ecp office and requested copies of the medical records. On 18may2018 the pt was unable to provide anything additional from the ecp¿s pt portal. Multiple attempts were made to contact the pts treating ecp to verify the pts diagnosis and obtain additional medical information, but nothing additional has been received. The suspect product was requested for return, but it has not been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00npgk was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.